Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation uterus"), genital haemorrhage ("abnormal bleeding (general)"), rheumatoid arthritis ("rheumatoid arthritis"), angina pectoris ("chest pain angina"), endometritis ("endometritis"), glaucoma ("glaucoma"), diabetes mellitus ("worsened diabetes"), thyroid cancer ("thyroid problem (thyroid cancer)") and carpal tunnel syndrome ("carpal tunnel") in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2011) and miscarriage. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to (B)(6) 2018. Concurrent conditions included overweight. Concomitant products included atorvastatin since 2012, bupropion since 2012, calcium since 2015, cholecalciferol (vitamin d) since 2015, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015 and salbutamol (ventolin inhaler) since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe and persistent pain- low back") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient started flexeril at an unspecified dose and frequency. In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), loss of libido ("apareunia (inability to have sexual intercourse)"), dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), rash ("rash on arms") and weight increased ("weight gain"). In 2015, the patient experienced angina pectoris (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/"), nausea ("nausea") and depression ("depression"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infections"), headache ("headaches (severe and persistent)"), hypercholesterolaemia ("worsened cholesterol") and hypertension ("worsened high blood pressure"). The patient was treated with lidocaine, antibiotics, surgery (hysterectomy and salpingectomy and surgery cornua resection), surgery (ablation), wound care (holter monitor & stent & stress test) and surgery (surgery on right hand). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, rheumatoid arthritis, angina pectoris, endometritis, glaucoma, diabetes mellitus, thyroid cancer, device expulsion, carpal tunnel syndrome, back pain, fibromyalgia, vaginal haemorrhage, gastrooesophageal reflux disease, bacterial vaginosis, menorrhagia, allergy to metals, loss of libido, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, fungal infection, migraine, headache, nausea, depression, vaginal discharge, weight increased, hypercholesterolaemia and hypertension outcome was unknown and the genital haemorrhage and rash had resolved. The reporter considered allergy to metals, alopecia, angina pectoris, back pain, bacterial vaginosis, carpal tunnel syndrome, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2013, she underwent dye test which showed coils were in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - case upgraded as incident. New events, severe and persistent pain- low back, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic reaction, nickel and jewelry allergy, apareunia (inability to have sexual intercourse), autoimmune disorder, fibromyalgia, rheumatoid arthritis, chest pain angina, dental problems, device breakage, expulsion of device, acid reflux, dysmenorrhea (cramping), severe and persistent dyspareunia (painful sexual intercourse), fatigue, hair loss, thyroid problem (thyroid cancer), urinary tract infection (infections, urinary, bacterial, vaginosis, yeast), bacterial vaginosis, endometritis, yeast infections, migraines, headaches, carpal tunnel, perforation uterus, depression, rash on arms, glaucoma, vaginal discharge, weight gain, stabbing, severe and persistent abdominal pain, diabetes worsened, worsened cholesterol, worsened high blood pressure were added. Lot number was added. Product implant and explant date was updated. New reporter were added. Historical and concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation uterus"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis ("rheumatoid arthritis"), angina pectoris ("chest pain angina"), endometritis ("endometritis"), glaucoma ("glaucoma"), diabetes mellitus ("worsened diabetes"), thyroid cancer ("thyroid problem (thyroid cancer)") and carpal tunnel syndrome ("carpal tunnel") in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2011), miscarriage, panniculus and herpes simplex type I. She denies fever, chills, headache, chest pain , shortness of breath, nausea, vomiting , diarrhea, leg edema and/or tenderness. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to (B)(6) 2018. Concurrent conditions included overweight, latex allergy (natural rubber), hypertension, hepatic steatosis, menses irregular, uterine cramps, menometrorrhagia, asthma, joint pain, snoring, shortness of breath, hyperlipidemia, intermenstrual bleeding, dizziness, neck pain, endometrial bleeding, bacterial vaginosis, celiac disease, fibromyalgia, diabetes mellitus, arthritis and abdominal pain. Family history included asthma (maternal grandmother), diabetes (father), hypertension (sister) and obesity (sister). Concomitant products included tramadol for uterine cramps as well as atorvastatin since 2012, bupropion (wellbutrin) since 2012, calcium since 2015, colecalciferol (vitamin d) since 2015, cyclobenzaprine hydrochloride (flexeril) since 2014, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015 and salbutamol (ventolin inhaler) since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe and persistent pain- low back") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), gastrooesophageal reflux disease ("acid reflux"), loss of libido ("apareunia (inability to have sexual intercourse)"), dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), rash ("rash on arms") and weight increased ("weight gain"). In 2015, the patient experienced angina pectoris (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/"), nausea ("nausea") and depression ("depression"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("yeast infections"), headache ("headaches (severe and persistent)"), hypercholesterolaemia ("worsened cholesterol") and hypertension ("worsened high blood pressure"). The patient was treated with antibiotics, lidocaine, doxycycline, surgery (hysterectomy and salpingectomy and surgery cornua resection), surgery (hysterectomy and salpingectomy and surgery cornua resection), surgery (ablation and d & c), surgery (hysteroscopy, laparoscopic bs and coil removal on (B)(6) 2015), wound care (holter monitor & stent & stress test) and surgery (surgery on right hand). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, uterine haemorrhage, rheumatoid arthritis, angina pectoris, endometritis, glaucoma, diabetes mellitus, thyroid cancer, device expulsion, carpal tunnel syndrome, back pain, fibromyalgia, vaginal haemorrhage, gastrooesophageal reflux disease, bacterial vaginosis, menorrhagia, allergy to metals, loss of libido, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, fungal infection, migraine, headache, nausea, depression, vaginal discharge, weight increased, hypercholesterolaemia and hypertension outcome was unknown and the genital haemorrhage and rash had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, angina pectoris, back pain, bacterial vaginosis, carpal tunnel syndrome, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant products included savella and synthyroid since 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: complete tubal occlusion bilaterally on (B)(6) 2013, she underwent dye test which showed coils were in place.on (B)(6) 2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. Concerning the injuries reported in this case the following one/onces were described in patient's via medical record- abnormal uterine bleeding was added and events nausea, abnormal bleeding (vaginal), nickel allergy, diabetes mellitus, headache, back pain confirming. Most recent follow-up information incorporated above includes: on 2-feb-2018: medical record received- all relevant medical history, concurrent condition, lab test were added. Event abnormal uterine bleeding was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), endometritis ('endometritis'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)'), diabetes mellitus ('worsened diabetes'), rheumatoid arthritis ('rheumatoid arthritis'), glaucoma ('glaucoma'), angina pectoris ('chest pain angina'), thyroid cancer ('thyroid problem (thyroid cancer)'), carpal tunnel syndrome ('carpal tunnel') and back pain ('severe and persistent pain- low back') in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2011), miscarriage, panniculus, herpes simplex type I and parity 3. She denies fever, chills, headache, chest pain , shortness of breath, nausea, vomiting , diarrhea, leg edema and/or tenderness. On (B)(6) 2013, she underwent dye test which showed coils were in place.on (B)(6) 2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. On (B)(6) 2015 , she underwent pathology test having result endometrium: , endo myometrium and endometrium with proliferative endometrium negative for atypia; stromal lymphocytes with occasional plasma cells suggestive of chronic endometritis (see note). There is no evidence of atypia. Endo cervical with mild chronic inflammation. Dye test result on (B)(6) 2012 was told the coils were in place. (B)(6) 2013, she underwent dye test which showed coils were in place. On (B)(6) 2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. On (B)(6) 2015 , she underwent pathology test having result endometrium: , endo myometrium and endometrium with proliferative endometrium negative for atypia; stromal lymphocytes with occasional plasma cells suggestive of chronic endometritis (see note). There is no evidence of atypia. Endo cervical with mild chronic inflammation. Dye test result on (B)(6) 2012 was told the coils were in place. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to 30-dec-2019. Concurrent conditions included overweight, latex allergy (natural rubber), hypertension, hepatic steatosis, menses irregular, uterine cramps, menometrorrhagia, asthma, joint pain, snoring, shortness of breath, hyperlipidemia, intermenstrual bleeding, dizziness, neck pain, endometrial bleeding, bacterial vaginosis, celiac disease, fibromyalgia, diabetes mellitus, arthritis, abdominal pain, pancreatitis, gastroenteritis, colitis, diverticulitis, cholecystitis, cholelithiasis, choledocholithiasis, enterocolitis, vomiting, diarrhea, dysfunctional uterine bleeding, menometrorrhagia, ovarian cyst, endometriosis, depression, rash over arms, nickel sensitivity, malaise, dyspnoea, atrial flutter, allergic rhinitis, calcaneal spur, vulvovaginal candida, cystitis, dermatophytosis of foot, hemorrhoids, insomnia, myalgia, myositis, pain in limb, sleep apnea, obesity, asthma, loss of energy, medial tibial stress syndrome, heel exostosis, fascitis plantar, numbness in hand, dysuria, pain burning, tonsillitis, multinodular goiter, tonsillar hypertrophy, adenoidal hypertrophy, constipation, flank pain, urine odour abnormal, vaginal itching, sneezing, runny nose, gastritis, thyroidectomy, thyroid mass, anal fissure, bacterial infection due to helicobacter pylori (h. Pylori), abdominal discomfort, malignant neoplasm of thyroid gland, thyroid papillary carcinoma, thyroid adenoma, wheezy, hypersomnia, cardiomyopathy, irritable bowel syndrome, polyarthralgia and hypovitaminosis d. Family history included asthma (maternal grandmother), diabetes (father), hypertension (sister) and obesity (sister). Concomitant products included tramadol for uterine cramps as well as atorvastatin since 2012, bupropion hydrochloride (wellbutrin) since 2012, calcium since 2015, cyclobenzaprine hydrochloride (flexeril) since 2014, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015, milnacipran hydrochloride since 2015, salbutamol since 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), fungal infection ("yeast infections"), migraine ("migraines/") and headache ("headaches (severe and persistent)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), loss of libido ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), fatigue ("fatigue"), tooth disorder ("dental problems"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)"), rash ("rash on arms") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced glaucoma (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient was found to have thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), hypercholesterolaemia ("worsened cholesterol"), hypertension ("worsened high blood pressure"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cyst ("ultrasound stated that I had a cyst"), urticaria ("hives"), breast pain ("sore breast"), amenorrhoea ("no period"), arthralgia ("hip pain/pain in my joints"), asthenia ("I can't get out of couch but I take energy out of nowhere to clean the house") and pruritus ("itching"). The patient was treated with antibiotics, doxycycline, lidocaine, milnacipran hydrochloride (savella), meds, meds and therapy, pain meds, pain meds and physical therapy, physical therapy (on physical therapy since 2014), surgery (ablation and d & c, hysterectomy and salpingectomy and surgery cornua resection, laparoscopic bilateral salpingectomy and coil removal, d and c hysteroscopy., surgery on right hand and hysteroscopy, laparoscopic bs and coil removal on (B)(6) 2015), wound care (holter monitor & stent & stress test), creams, meds, surgery and tests and eye drops. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, endometritis, uterine haemorrhage, diabetes mellitus, rheumatoid arthritis, glaucoma, angina pectoris, thyroid cancer, carpal tunnel syndrome, fibromyalgia, alopecia, loss of libido, gastrooesophageal reflux disease, depression, hypercholesterolaemia, hypertension, weight increased, fatigue, nausea, tooth disorder, urinary tract infection, fungal infection, migraine, headache, back pain, dysmenorrhoea, bacterial vaginosis, dyspareunia, allergy to metals, device expulsion, female sexual dysfunction, cyst, urticaria, breast pain, amenorrhoea, arthralgia, asthenia and pruritus outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and rash had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, amenorrhoea, angina pectoris, arthralgia, asthenia, back pain, bacterial vaginosis, breast pain, carpal tunnel syndrome, cyst, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, pruritus, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant products included savella and synthyroid since 2015. Procedure: essure sterilization with hysteroscopy. Findings: at least 4 coils from essure, (4 or 5) and clearly less than 8, were noted at the end of the procedure protruding into the endometrial cavity. Current weight 190 lbs. Lbs. Date of removal : (B)(6) 2015, (B)(6) 2016; bilateral salpingectomy - laparoscopic bilateral salpingectomy and coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: complete tubal occlusion bilaterally; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: results: mild chronic inflammation. "Concerning the injuries reported in this case the following ones were described in patient's via medical record- abnormal uterine bleeding was added and events nausea, abnormal bleeding (vaginal), nickel allergy, diabetes mellitus, headache, back pain confirming, fatigue, depression, rash, acid reflux, chest pain, urinary tract infection, fibromyalgia, autoimmune issues, anxiety, abdominal pain, pelvic inflammatory disease, irregular menses, macular rash, hypertension". ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device breakage, pelvic pain, dysmenorrhea, menorrhagia, genital hemorrhage and urticaria, alopecia, depression, genital bleeding, urticaria, pruritus, allergy to metals, amenorrhea, breast soreness, arthralgia, asthenia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Events¿ hives, no period, sore breast, hip pain/pain in my joints, I can't get out of couch but I take energy out; itching¿ were added. Reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), device breakage ("device breakage"), endometritis ("endometritis"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), diabetes mellitus ("worsened diabetes"), rheumatoid arthritis ("rheumatoid arthritis"), glaucoma ("glaucoma"), angina pectoris ("chest pain angina"), thyroid cancer ("thyroid problem (thyroid cancer)") and carpal tunnel syndrome ("carpal tunnel") in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (16-mar-2001, 21-oct--2007 and 04-jul-2011), miscarriage, panniculus, herpes simplex type I and parity 3. She denies fever, chills, headache, chest pain , shortness of breath, nausea, vomiting , diarrhea, leg edema and/or tenderness. On feb-2013, she underwent dye test which showed coils were in place.on 05-may-2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. On (B)(6) 2015 , she underwent pathology test having result endometrium: , endo myometrium and endometrium with proliferative endometrium negative for atypia; stromal lymphocytes with occasional plasma cells suggestive of chronic endometritis (see note) there is no evidence of atypia endo cervical with mild chronic inflammation dye test result on may2012 was told the coils were in place. On feb-2013, she underwent dye test which showed coils were in place.on 05-may-2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen.on (B)(6) 2015 , she underwent pathology test having result endometrium: , endo myometrium and endometrium with proliferative endometrium negative for atypia; stromal lymphocytes with occasional plasma cells suggestive of chronic endometritis (see note) there is no evidence of atypia. Endo cervical with mild chronic inflammation. Dye test result on may2012 was told the coils were in place. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to 9-apr-2019. Concurrent conditions included overweight, latex allergy (natural rubber), hypertension, hepatic steatosis, menses irregular, uterine cramps, menometrorrhagia, asthma, joint pain, snoring, shortness of breath, hyperlipidemia, intermenstrual bleeding, dizziness, neck pain, endometrial bleeding, bacterial vaginosis, celiac disease, fibromyalgia, diabetes mellitus, arthritis, abdominal pain, pancreatitis, gastroenteritis, colitis, diverticulitis, cholecystitis, cholelithiasis, choledocholithiasis, enterocolitis, vomiting, diarrhea, dysfunctional uterine bleeding, menometrorrhagia, ovarian cyst, endometriosis, depression, rash over arms, nickel sensitivity, malaise, dyspnoea, atrial flutter, allergic rhinitis, calcaneal spur, vulvovaginal candida, cystitis, dermatophytosis of foot, hemorrhoids, insomnia, myalgia, myositis, pain in limb, sleep apnea, obesity, asthma, loss of energy, medial tibial stress syndrome, heel exostosis, fascitis plantar, numbness in hand, dysuria, pain burning, tonsillitis, multinodular goiter, tonsillar hypertrophy, adenoidal hypertrophy, constipation, flank pain, urine odour abnormal, vaginal itching, sneezing, runny nose, gastritis, thyroidectomy, thyroid mass, anal fissure, bacterial infection due to helicobacter pylori (h. Pylori), abdominal discomfort, malignant neoplasm of thyroid gland, thyroid papillary carcinoma, thyroid adenoma, wheezy, hypersomnia, cardiomyopathy, irritable bowel syndrome, polyarthralgia and hypovitaminosis d. Family history included asthma (maternal grandmother), diabetes (father), hypertension (sister) and obesity (sister). Concomitant products included tramadol for uterine cramps as well as atorvastatin since 2012, bupropion hydrochloride (wellbutrin) since 2012, calcium since 2015, cyclobenzaprine hydrochloride (flexeril) since 2014, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015, milnacipran hydrochloride since 2015, salbutamol since 2014 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), fungal infection ("yeast infections"), migraine ("migraines/") and headache ("headaches (severe and persistent)"). In november 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe and persistent pain- low back"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), loss of libido ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), depression ("depression"), fatigue ("fatigue"), tooth disorder ("dental problems"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)"), rash ("rash on arms") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2015, the patient experienced glaucoma (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant) and nausea ("nausea"). In july 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In november 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient was found to have thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), hypercholesterolaemia ("worsened cholesterol"), hypertension ("worsened high blood pressure"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cyst ("ultrasound stated that I had a cyst"). The patient was treated with antibiotics, doxycycline, lidocaine, milnacipran hydrochloride (savella), meds, meds and therapy, pain meds, pain meds and physical therapy, surgery (ablation and d & c, hysterectomy and salpingectomy and surgery cornua resection, laparoscopic bilateral salpingectomy and coil removal, d and c hysteroscopy., surgery on right hand and hysteroscopy, laparoscopic bs and coil removal on 24-aug-2015), wound care (holter monitor & stent & stress test), creams, meds, surgery and tests and eye drops. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, endometritis, uterine haemorrhage, diabetes mellitus, rheumatoid arthritis, glaucoma, angina pectoris, thyroid cancer, carpal tunnel syndrome, fibromyalgia, alopecia, loss of libido, gastrooesophageal reflux disease, depression, hypercholesterolaemia, hypertension, weight increased, fatigue, nausea, tooth disorder, urinary tract infection, fungal infection, migraine, headache, back pain, dysmenorrhoea, bacterial vaginosis, dyspareunia, allergy to metals, device expulsion, female sexual dysfunction and cyst outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and rash had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, angina pectoris, back pain, bacterial vaginosis, carpal tunnel syndrome, cyst, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant products included savella and synthyroid since 2015. Procedure: essure sterilization with hysteroscopy. Findings: at least 4 coils from essure, (4 or 5) and clearly less than 8, were noted at the end of the procedure protruding into the endometrial cavity. Current weight 190 lbs. Lbs. Date of removal : (B)(6) 2015, (B)(6) 2016; bilateral salpingectomy - laparoscopic bilateral salpingectomy and coil removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on 26-jan-2013: results: complete tubal occlusion bilaterally; on 19-feb-2013: total bilateral occlusion. Pathology test - on 24-aug-2015: results: mild chronic inflammation. Concerning the injuries reported in this case the following one/onces were described in patient's via medical record- abnormal uterine bleeding was added and events nausea, abnormal bleeding (vaginal), nickel allergy, diabetes mellitus, headache, back pain confirming, fatigue, depression, rash, acid reflux, chest pain, urinary tract infection, fibromyalgia, autoimmune issues, anxiety, abdominal pain, pelvic inflammatory disease, irregular menses, macular rash, hypertension and urticaria quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. Reporter information were added and updated. Medical history,treatment drug and lab data were added. Event: apareunia (inability to have sexual intercourse) and ultrasound stated that I had a cyst were added. Outcome of the event abnormal bleeding were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of diabetes mellitus ("worsened diabetes"), rheumatoid arthritis ("rheumatoid arthritis"), endometritis ("endometritis"), glaucoma ("glaucoma"), angina pectoris ("chest pain angina"), thyroid cancer ("thyroid problem (thyroid cancer)"), carpal tunnel syndrome ("carpal tunnel"), device breakage ("device breakage"), uterine perforation ("perforation uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)2001, (B)(6)2007 and (B)(6)2011), miscarriage, panniculus, herpes simplex type I and parity 3. She denies fever, chills, headache, chest pain , shortness of breath, nausea, vomiting , diarrhea, leg edema and/or tenderness. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to (B)(6)2018. Concurrent conditions included overweight, latex allergy (natural rubber), hypertension, hepatic steatosis, menses irregular, uterine cramps, menometrorrhagia, asthma, joint pain, snoring, shortness of breath, hyperlipidemia, intermenstrual bleeding, dizziness, neck pain, endometrial bleeding, bacterial vaginosis, celiac disease, fibromyalgia, diabetes mellitus, arthritis, abdominal pain, pancreatitis, gastroenteritis, colitis, diverticulitis, cholecystitis, cholelithiasis, choledocholithiasis, enterocolitis, vomiting and diarrhea. Family history included asthma (maternal grandmother), diabetes (father), hypertension (sister) and obesity (sister). Concomitant products included tramadol for uterine cramps as well as atorvastatin since 2012, bupropion (wellbutrin) since 2012, calcium since 2015, colecalciferol (vitamin d) since 2015, cyclobenzaprine hydrochloride (flexeril) since 2014, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015 and salbutamol (ventolin inhaler) since 2014. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In november 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe and persistent pain- low back") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), loss of libido ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), weight increased ("weight gain"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)") and rash ("rash on arms"). In 2015, the patient experienced glaucoma (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), migraine ("migraines/") and dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In november 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced diabetes mellitus (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), hypercholesterolaemia ("worsened cholesterol"), hypertension ("worsened high blood pressure"), fungal infection ("yeast infections"), headache ("headaches (severe and persistent)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. The patient was treated with antibiotics, lidocaine, doxycycline, wound care (holter monitor & stent & stress test), surgery (surgery on right hand), surgery (hysterectomy and salpingectomy and cornua resection) and surgery (ablation and d & c). Essure was removed on (B)(6)2015. At the time of the report, the diabetes mellitus, rheumatoid arthritis, endometritis, glaucoma, angina pectoris, thyroid cancer, carpal tunnel syndrome, device breakage, uterine perforation, uterine haemorrhage, fibromyalgia, alopecia, loss of libido, gastrooesophageal reflux disease, depression, hypercholesterolaemia, hypertension, weight increased, fatigue, nausea, tooth disorder, urinary tract infection, fungal infection, migraine, headache, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, bacterial vaginosis, dyspareunia, allergy to metals and device expulsion outcome was unknown and the genital haemorrhage and rash had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, angina pectoris, back pain, bacterial vaginosis, carpal tunnel syndrome, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant products included savella and synthyroid since 2015. Procedure: essure sterilization with hysteroscopy. Findings: at least 4 coils from essure, (4 or 5) and clearly less than 8, were noted at the end of the procedure protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013 : complete tubal occlusion bilaterally on feb-2013, she underwent dye test which showed coils were in place.on (B)(6)2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. Concerning the injuries reported in this case the following one/onces were described in patient's via medical record- abnormal uterine bleeding was added and events nausea, abnormal bleeding (vaginal), nickel allergy, diabetes mellitus, headache, back pain confirming. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received: case became medically confirmed. Reporter, other relevant history updated. On (B)(6)2018: no new clinical information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of diabetes mellitus ("worsened diabetes"), rheumatoid arthritis ("rheumatoid arthritis"), endometritis ("endometritis"), glaucoma ("glaucoma"), angina pectoris ("chest pain angina"), thyroid cancer ("thyroid problem (thyroid cancer)"), carpal tunnel syndrome ("carpal tunnel"), device breakage ("device breakage"), uterine perforation ("perforation uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2001, (B)(6) 2007 and -2011), miscarriage, panniculus, herpes simplex type I and parity 3. She denies fever, chills, headache, chest pain , shortness of breath, nausea, vomiting , diarrhea, leg edema and/or tenderness. Previously administered products included for birth control: implanon from 2008 to 2010; for an unreported indication: insulin from 2010 to 29-jul-2018. Concurrent conditions included overweight, latex allergy (natural rubber), hypertension, hepatic steatosis, menses irregular, uterine cramps, menometrorrhagia, asthma, joint pain, snoring, shortness of breath, hyperlipidemia, intermenstrual bleeding, dizziness, neck pain, endometrial bleeding, bacterial vaginosis, celiac disease, fibromyalgia, diabetes mellitus, arthritis, abdominal pain, pancreatitis, gastroenteritis, colitis, diverticulitis, cholecystitis, cholelithiasis, choledocholithiasis, enterocolitis, vomiting and diarrhea. Family history included asthma (maternal grandmother), diabetes (father), hypertension (sister) and obesity (sister). Concomitant products included tramadol for uterine cramps as well as atorvastatin since 2012, bupropion (wellbutrin) since 2012, calcium since 2015, colecalciferol (vitamin d) since 2015, cyclobenzaprine hydrochloride (flexeril) since 2014, empagliflozin (jardiance) since 2015, gabapentin since 2015, hydrocodone since 2014, hydroxychloroquine phosphate (plaquenil) since 2015, linaclotide (linzess) since 2016, lubiprostone (amitiza) since 2015 and salbutamol (ventolin inhaler) since 2014. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe and persistent pain- low back") and allergy to metals ("allergic reaction, nickel and jewelry allergy"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), loss of libido ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), weight increased ("weight gain"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection (infections, urinary, bacterial, vaginosis, yeast)"), dyspareunia ("severe and persistent dyspareunia (painful sexual intercourse)") and rash ("rash on arms"). In 2015, the patient experienced glaucoma (seriousness criterion medically significant), angina pectoris (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), migraine ("migraines/") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of device"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced thyroid cancer (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced diabetes mellitus (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), hypercholesterolaemia ("worsened cholesterol"), hypertension ("worsened high blood pressure"), fungal infection ("yeast infections"), headache ("headaches (severe and persistent)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. The patient was treated with antibiotics, lidocaine, doxycycline, wound care (holter monitor & stent & stress test), surgery (surgery on right hand), surgery (hysterectomy and salpingectomy and surgery cornua resection), surgery (hysteroscopy, laparoscopic bs and coil removal on (B)(6) 2015) and surgery (ablation and d & c). Essure was removed on (B)(6) 2015. At the time of the report, the diabetes mellitus, rheumatoid arthritis, endometritis, glaucoma, angina pectoris, thyroid cancer, carpal tunnel syndrome, device breakage, uterine perforation, uterine haemorrhage, fibromyalgia, alopecia, loss of libido, gastrooesophageal reflux disease, depression, hypercholesterolaemia, hypertension, weight increased, fatigue, nausea, tooth disorder, urinary tract infection, fungal infection, migraine, headache, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, bacterial vaginosis, dyspareunia, allergy to metals and device expulsion outcome was unknown and the genital haemorrhage and rash had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, angina pectoris, back pain, bacterial vaginosis, carpal tunnel syndrome, depression, device breakage, device expulsion, diabetes mellitus, dysmenorrhoea, dyspareunia, endometritis, fatigue, fibromyalgia, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, glaucoma, headache, hypercholesterolaemia, hypertension, loss of libido, menorrhagia, migraine, nausea, rash, rheumatoid arthritis, thyroid cancer, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concomitant products included savella and synthyroid since 2015. Procedure: essure sterilization with hysteroscopy. Findings: at least 4 coils from essure, (4 or 5) and clearly less than 8, were noted at the end of the procedure protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: complete tubal occlusion bilaterally on (B)(6) 2013, she underwent dye test which showed coils were in place. On (B)(6) 2015, hcg was negative, she had an essure procedure performed with confirmation of tubal occlusion seen. Concerning the injuries reported in this case the following one/ones were described in patient's via medical record- abnormal uterine bleeding was added and events nausea, abnormal bleeding (vaginal), nickel allergy, diabetes mellitus, headache, back pain confirming. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident" at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.